Event description:
This was a spontaneous report from a female consumer reporting on herself. The consumer reported applying one bengay moist heat therapy pad (no active ingredient) once on each shoulder in 2008, for a muscle ache. On the same day, she has second degree burns from the product on each shoulder. The consumer visited a hospital and a physician "cut off" her burn blisters, treated and bandaged the application sites. On an unspecified date, the consumer visited her personal physician who checked and re-bandaged the areas again. As of two days later, the outcome of the events was not resolved. This case is serious (medically significant).

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.